Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve with hernia repair, the surgeon was attempting to staple the stomach but had a lot of torque on the stapler because of the size of the patient. The reload did not fire twice. There was a problem loading the reload onto the adapter. There was an incomplete staple line which was fixed with a new reload. New reloads were used to resolve the issue in order to complete the case. There was no patient injury.